Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in a calcified obtuse marginal artery. The physician was unable to deliver the taxus express2 3.0x12mm drug eluting stent. The device was removed from the pt and it was discovered that a strut was lifted up. The procedure was completed with another taxus express2 stent. No pt complications occurred. Pt status is satisfactory.